Event description:
It was reported that during use of a soft-flow aortic cannula, the tip of the cannula separated. The damage was not located at the sutures, and the hemostasis cap was used when the introducer was inserted into the cannula body connector. The device was not replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that an introducer was used. The device issue was noticed during de-cannulation. Performance was not affected. There was no damage to the packaging (outer box, inner packaging or sterile barrier).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.